Event description:
Customer reported receiving an error alarm when she was programming her insulin pump. Customer also stated that the insulin pump experienced an unexpected restart. Customer did not want to provide her blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.